Event description:
Bag has the zip lock type closure. The bags are packaged with the seals locked. When opening the bag for transporting, the plastic tears away from the seal on the seam line. This is a recurring problem. MFR is aware and always sends replacements, faulty bags keep slipping through.